Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient who is implanted with a neurostimulator or complex regional pain syndrome. It was reported that the patient fell off of a porch a while back. She has been extremely busy with unrelated issues and has not had time to pursue checking on her current problem that she is experiencing. Occasionally with no correlation to activity or time of the day, she feels a hard stimulation tingling to her left chest area. The patient had discussed this with her physician previously who had suggested that the patient turn the device off temporarily to determine if in fact it was the stimulator causing this sensation, but the patient is currently receiving adequate pain control and is reluctant to turn the stimulator off. A diagnostic x-ray was requested to determine if the lead has migrated. There were no further complications reported.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain and complex reg pain syndrome type I. It was reported that the patient had been having a lot more pain that started "probably a month ago, that was "consistent" and "almost every day". The patient turns the ins off at night because when she lays flat, the ins "shocks her too much". The patient confirmed that she meant the stimulation was too much for her, but when asked by patient services, the patient did not know when this issue was first noticed. The patient stated she saw the doctor (hcp) recently who instructed her to stop turning the ins off. The patient reported after leaving the ins turned on 24/7, she was now noticing the pain 24/7. The patient noted that she has the ins to address her crps, and her crps may have progressed. The patient also noted that she charges the ins every night before bed, and it previously took her approximately 30 minutes to charge. The patient stated now it was only taking her about 5-10 minutes to charge and she wants to know if there was something wrong with the equipment. They stated that the ins was on, and she was stopping the charge when she sees the 'charged sufficient' screen. Patient reviewed the 'charged sufficient' versus the 'charged complete' screen with the patient, the charging best practice, and the insr. The patient noted that when she missed a day to charge the ins, it took her nearly 2 hours to charge the ins. It was reviewed that the recharger (insr) was working as intended and to follow-up with the hcp if necessary to pull charging statistics from the device if necessary. It was reviewed to consider turning the stimulation down or turning the ins off for a period of time, to see if that helps with the pain. It was recommended that they get further direction from the hcp. The patient stated that when she talked to the rep she said she was getting 92% charge. But the patient wanted to call and let her know she was charging to 100% because she got the I and circle in the up left hand corner and the three water droplets. The caller wanted to know why she barely had to charge and it says it was complete when she had her ins on 24/7. The caller wanted to talk to someone in repair. They did not have equipment with her, so they called back with equipment to get a replacement recharger. No out of box failure was reported. No further allegations/complications were reported. Additional information was received from the rep. They reported that they met with patient for programming and review of system; patient was a nurse who has had system implant for 5 years, understood their therapy and recently had an appointment with a doctor who suggested she use the therapy continuously. Adaptive stimulation (as) had been initiated then disabled per the patient. They stated when she charged it only took her 2-3 min and the ipg was full. Upon initial interrogation of ipg it was noted that the ipg was off. They mentioned to the patient who argued the point. She also stated she had increased pain in l leg w constant use, whereas when she turned it off at night it was better. They stated that their dr had told her to use it like that so did not turn it off. They discussed as feature and explained but she did not want to deploy at this time. Reprogrammed setting and reduced amplitude and she stated it was more comfortable. Reviewed all equipment and provided updated patient literature. Follow up call today and patient said she was still having to adjust amplitude w positional changes; also were perplexed as to why they had short recharge time. The rep suggested she call in to troubleshoot and offered to meet again to reassess all equipment. The patient was out of town and will contact md clinic upon return to meet. The patient was alive with no injury at this time. The rep reported on (B)(6) that the patient called in patient services to discuss her concerns about charger, that is shows the ipg was full only after 2-3 min of charging. Encouraged patient to contact patient services to discuss concerns in case of need to send out new equipment. I told the patient to let me know when she wanted to get together again to troubleshoot. The patient called that same day to report that they met with the rep, who made some programming adjustments and that she was given recharger manual and noticed that they last 5 years and she has h ad her recharger over 5 years. The caller stated that when she met with the rep, some programming adjustments had been made. The caller discussed her crps, just as in the original note. The caller added that she had a fall in (B)(6) and hurt her backside, but she was not sure if that correlates to when her issues began. Patient services asked if the rep had checked system integrity and the caller did not know. Additional information was received from the rep on (B)(6) 2020. They stated that it was very likely that the patient was not interpreting icons correctly and was confusing recharger icons with ipg icons. They planned to meet with patient in near future. The date was at this time and the patient was scheduling an appointment. The resolution to their increased pain/too strong at night was that the patient was to lower the amplitude; patient did not want to use the device at night. The cause of the increased pain/stimulation being too much at night was that it was positional. They did not want to deploy adaptive stimulation and did not want to decrease and did not want to use it at night. It was unknown if the fall was related to the patient's issues. The information had been confirmed with the physician.

Manufacturer narrative:
Continuation of d11: product ID: 37751; lot# serial#: (B)(6); product type: recharger; b5: new information aware date is 2020-01-23. H6: additional codes added as a correction/clarification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain and complex reg pain syndrome type I. It was reported that the patient had been having a lot more pain that started "probably a month ago, that was "consistent" and "almost every day". The patient reported after leaving the ins turned on 24/7, she was now noticing the pain 24/7. The pt noted that she has the ins to address her crps, and her crps may have progressed. The patient also noted that she charges the ins every night before bed, and it previously took her approximately 30 minutes to charge. The patient stated now it was only taking her about 5-10 minutes to charge and she wants to know if there was something wrong with the equipment. They stated that the ins was on, and she was stopping the charge when she sees the 'charged sufficient' screen. Patient reviewed the 'charged sufficient' versus the 'charged complete' screen with the patient, the charging best practice, and the insr. The patient noted that when she missed a day to charge the ins, it took her nearly 2h to charge the ins. Reviewed the insr was working as intended and to follow-up with the hcp if necessary to pull charging statistics from the device if necessary. It was reviewed as well considerations with turning the stimulation down or turning the ins off for a period of time, to see if that helps with the pain. It was recommended that they get further direction from the hcp. The patient stated that when she talked to the rep she said she was getting 92% charge. But the patient wanted to call and let her know she was charging to 100% because she got the I and circle in the up left hand corner and the three water droplets. The caller wanted to know why she barley had to charge and it says it was complete when she had her ins on 24/7. The caller wanted to talk to someone in repair. They did not have equipment with her, so they called back with equipment to get a replacement recharger. No out of box failure was reported. No further allegations/complications were reported. (B)(6) 2019 mpxr 668440, 668440.1, crts 3926278x2 (rep): additional information was received from the rep. They reported that they met with patient for programming and review of system; patient was a nurse who has had system implant for 5 years, understood their therapy and recently had an appointment with a doctor who suggested she use the therapy continuously. Adaptive stimulation (as) had been initiated then disabled per the patient. They stated when she charged it only took her 2-3 min and the ipg was full. Upon initial interrogation of ipg it was noted that the ipg was off. They mentioned to the patient who argued the point. She also stated she had increased pain in l leg w constant use, whereas when she turned it off at night it was better. They stated that their dr had told her to use it like that so did not turn it off. They discussed as feature and explained but she did not want to deploy at this time. Reprogrammed setting and reduced amplitude and she stated it was more comfortable. Reviewed all equipment and provided updated pat ient literature. Follow up call today and patient said she was still having to adjust amplitude w positional changes; also were perplexed as to why they had short recharge time. The rep suggested she call in to troubleshoot and offered to meet again to reassess all equipment. The patient was out of town and will contact md clinic upon return to meet. The patient was alive with no injury at this time. The rep reported on (B)(6) that the patient called in patient services to discuss her concerns about charger, that is shows the ipg was full only after 2-3 min of charging. Encouraged patient to contact patient services to discuss concerns in case of need to send out new equipment. I told the patient to let me know when she wanted to get together again to troubleshoot. The patient called that same day to report that they met with the rep, who made some programming adjustments and that she was given recharger manual and noticed that they last 5 years and she has had her recharger over 5 years. The caller stated that when she met with the rep, some programming adjustments had been made. The caller discussed her crps, just as in the original note. The caller added that she had a fall in august and hurt her backside, but she was not sure if that correlates to when her issues began. Patient services asked if the rep had checked system integrity and the caller did not know.